Manufacturer narrative:
Suspect product discarded.

Event description:
On (B)(6) 2022, a patient (pt) reported, by email, a diagnosis of corneal ulcer (affected eye not provided) while wearing an unknown acuvue brand contact lens (cl). On (B)(6) 2022 the pt provided additional information. The pt was diagnosed with an os corneal ulcer on (B)(6) 2022. The pt advised the night prior, the pt removed eye make-up and had ¿been rough¿ and had ¿not removed the cls the way the pt normally had over the years.¿ the next morning the os was red, so the pt presented to an eye care professional (ecp) and was diagnosed with an os ulcer. The pt was unsure if the ulcer was the pt¿s fault when being rough while removing the eye make-up. The pt was prescribed an unknown eye drop for 3 weeks. The pt has not yet returned to cl wear and was advised to wait until the eye medication was completed. The pt advised the os suspect product worn at the time of the event was a 1-day acuvue® moist® multifocal brand contact lens. On (B)(6) 2022, the pt provided additional information. The pt was ¿at the office today¿ and was advised the pt could return to cl wear. The pt will return tomorrow for ¿last update¿ so the pt will wait until the visit tomorrow to return to cl wear, ¿to make sure all is fine.¿ on (B)(6) 2022, a representative at the pt¿s treating ecp office provided additional information. The pt presented on (B)(6) 2022 and was diagnosed with an os central corneal ulcer. The pt was prescribed besivance 1 drop (frequency not noted as ecp gave sample bottle). The os corneal ulcer event resolved, and the pt returned to cl wear (date not provided). No additional medical information was provided. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number 1532961403 was produced under normal conditions. The os suspect cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.